Event description:
It was reported that a large volume infusor did not fully infuse; the bottle was full. The issue was identified during patient infusion via a peripherally inserted central catheter (PICC) line connected to a "pdf" valve. The device was filled with benzylpenicillin (seqirus) 10800mg in 240ml sodium chloride 0.9%. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between march 14, 2022 to march 15, 2022. H10: the device was received for evaluation containing 227ml in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed with no issues were noted. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.